Manufacturer narrative:
The insulin pump had no button response due to a flattened dome switch on the escape button. Unable to test for the motor error alarm or perform the displacement test due to no button response. The motor passed the motor test. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.